Event description:
It was reported by the patient that "something happened" to one of his leads. The patient also reported weakness of legs and feeling "tired". It was later report by the clinician, through follow up, that the patient was last seen (B)(6) 2010 and that the atrial lead had "noise of no clinical significance and patient will be seen for general follow-ups". The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.